Event description:
It was reported that during the procedure to treat a moderately calcified, 99% stenosed lesion in the mildly tortuous, mid left anterior descending coronary artery, a 2.5x28 xience v rx stent delivery system (sds) was advanced into an unspecified guiding catheter when it was noted that the balloon lumen was leaking. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.